Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.6, lab: ng. Date: (B)(6) 2010, inr: 1.4, lab: 2.3. Pt's therapeutic range: 2.5-3.5 inr. Pt's coumadin dose was increased on (B)(6) 2010 and pt was then put on lovenox on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.